Event description:
According to the reporter, during a laparoscopic oophorocystectomy procedure, after inserting the expandable sleeve and when inserting the inner cannula, the grip part and the mesh disengaged on 2 different devices.the procedure was completed with another device. The patient status is alive with no injury. Only one device will be returned as the other one was discarded by hospital.